Manufacturer narrative:
Investigation is not required. No contact information or lot number was provided on the MDR.

Event description:
False positive result(s). Had no symptoms and had three negative molecular covid tests (2 pcr at school and 1 lucira home test/ within 24 hours of testing positive).